Event description:
It was reeported that the cranial mesh does not fit the patient correctly.

Manufacturer narrative:
A visual evaluation of the custom mesh on the skull indicates that the mesh (placed over the fractured area on the left side) is not symmetric to the right side.